Manufacturer narrative:
The event of anaplastic large cell lymphoma was initially reported via easr on july 28 2010 with the adverse event term code of cancer. An update to our safety database for this reported event notes that the term code has been changed from cancer to lymphoma - alcl due to increased specificity. (B)(6).

Event description:
Journal article 'anaplastic large-cell lymphoma in women with breast implants,' dejong et al (november 5 2008) journal american medical association reports anaplastic large t-cell lymphoma diagnosed bilaterally, stage ii. Report device was "textured silicone mcghan."